Manufacturer narrative:
Samples received: 5 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received five closed samples and one open (without pack) and unused sample with the needle detached from the thread. We have tested the needle attachment of the closed samples received and the results fulfil requirements: 1.41 kgf in average and 1.30 kgf in minimum (requirements: 0.46 kgf in average and 0.23 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during the process of removing the suture from the package, the needle detached from the thread.